Event description:
It was reported that after reaming to desired size, for a size 1/13 rest. Ps stem, surgeon requested that implant, using a sizing gauge, it was discovered the distal diameter of the stem was larger than 13mm. Surgeon reamed up to .5mm. A fracture occurred while implanting the stem. New stem was implanted with cable around femur.